Manufacturer narrative:
(B)(4). Estimated date (reported as occurred in (B)(6) 2016). (B)(4). The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported foot retraction problem and patient effect; however, the difficulty removing the device and additional treatments appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices, using a pre-close technique, via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the foot would not park; the device could not be removed without complication. The sheath was upsized to 16f and the tavi procedure was completed. The method of achieving hemostasis was not specified. The patient had a pseudoaneurysm that was treated the next day. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.